Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a generator changeout procedure, this right ventricular (rv) lead was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.